Event description:
Husband is diabetic and been trying to resolve very small wound on big toe. One of the things being used was bandaids/bandages to cover wound with various meds under them. Supposed to cover with bandaids / bandages. The top care brand has benzalkonium chloride in between 2 pads, and this has exacerbated the wound which had been healing. It is not the only bandaid / bandages using this either, it is almost impossible in this county to not find that, or some sort of infection control within the pad that is to be against wound. "I also used one of these on a blister caused by rubbing of thong top." And they made my sore area bigger and worse.